Event description:
The customer reported to philips healthcare that the charging time on the heartstart xl took a long time. There was no patient involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.